Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the issue has not been resolved as of yet. The patient was referred to her neurosurgeon here in missouri in hopes he will agree to assist in helping to resolve the issue, but no date has been set. The health care professional has no further information regarding this event.

Event description:
Additional information was received from the patient's family member and it was reported that he device stopped working fully, and is only partially working now. It was clarified that the patient has only has one working program because one of the wires became disconnected. Caller said this happened in "early summer", and they met with healthcare providers (hcp)s, nurses and manufacturing reps about it. Patient mentioned she was facing a minor surgery to see what was wrong. The patient has recently moved and is looking for a local rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported that patient cannot turn up amplitude on stimulator. Upon meeting to troubleshoot, rep became aware patient had fallen after recent knee replacement surgery and ran impedance check that showed contacts 0, 1, 2, 5, 6, and 7 all red and at 40000. Checked lead connectivity and entire 0-7 lead shows red. Patient indicated they had knee replacement surgery in may and then fell in the shower shortly after that and had to have a second knee surgery. Ran lead connectivity check which showed all contacts in the 0-7 port red. Ran impedance check and 0, 1,2,5,6, and 7 were out of range and marked red. The patient was reprogrammed using second lead with contacts 8-15 and was able to get good stimulation coverage.